Event description:
Senseonics was made aware of an incident where user reported an unsuccessful removal attempt of the sensor on (B)(6) 2025. The healthcare provider made an incision in an effort to remove the sensor from the upper right arm; however, the sensor could not be successfully removed.

Manufacturer narrative:
An update was received that the sensor was successfully removed on (B)(6) 2026. Difficulty with sensor removal is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.